Manufacturer narrative:
It was reported on (B)(6) 2026 that a j-loop needleless connector was attached to a peripheral IV for laboratory sample collection. Laboratory samples could not be obtained with the needleless connector in place. The connector was removed, laboratories were successfully obtained, and a new needleless connector was applied. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on (B)(6) 2026 that a j-loop needleless connector was attached to a peripheral IV for laboratory sample collection. Laboratory samples could not be obtained with the needleless connector in place. The connector was removed, laboratories were successfully obtained, and a new needleless connector was applied.